Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer did provided device data logs for review. The customer's report was observed during the review of logs. The customer indicated that no product will be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib-vcap-diff" and "defib_pos_bridge_arm" messages. Complainant indicated that there was no patient involvement in the reported malfunction.